Event description:
Primewire was properly prepped. When plugged in, smart box gave an "unstable" reading. Box was exchanged. New box read same message. New wire was opened and worked fine. No patient harm.